Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad. It was reported that a coronary artery dissection grade f occurred in the lad. It was described by the site that the dissection was not believed to have been caused by a medtronic device. However the sponsor assessed that the event was possibly related to the device and not related to the antiplatelet medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.